Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested, but there were no error codes present. However, the subject device did fail the inspection due to cosmetic damaged on the bottom of the front panel of the scope socket. Additionally, a screw and washer were missing from the lamp assembly, and the lamp meter was giving a reading of 100+ hours. It was also noted that the lamp did not have a sufficient amount of thermal paste applied and that could have caused the unit to overheat and display the reported error code. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting an e102 error during a procedure. According to the initial reporter, the staff turned the unit off then back on, and the error message went away. Reportedly, the procedure was completed using the subject device without any harm to the patient. This is report #2 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. During the device evaluation, the error code 102 was unable to be duplicated. However, based on the results of the investigation, it¿s likely the error code 102 was due to an increased device temperature. The root cause of this event was unable to be identified. Additionally, it¿s likely the insufficient amount of thermal paste resulting in a faulty lamp was caused by insufficient thermal heat. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿caution. Do not apply the heat compound to the glass surface and the ceramic part of the examination lamp. If any compound gets on the glass surface, wipe it off with a clean, lint-free cloth. Otherwise, the examination lamp may be damaged, and it may cause malfunction of the light source. Apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures. 6.3 insertion of the lamp. 1 hold the new examination lamp without touching the glass surface. 2 using your finger, apply the heat compound, provided with the new examination lamp thickly and evenly on the ¿+¿ side electrode of the examination lamp (see the shaded sections in figure 6.7).¿ olympus will continue to monitor field performance for this device.

Event description:
Upon inspection and testing of the customer returned device, it was observed that there was an insufficient amount of thermal paste applied which resulted in a faulty lamp. This report is being submitted for the malfunction found during evaluation and well as the error code 102. There was no harm or user injury reported due to the event.